Manufacturer narrative:
Concomitant medical products: 6721s-50 lead, implanted: (B)(6) 2009; 4968-60 lead, implanted: (B)(6) 2009; 511212 oscor lead, implanted: (B)(6) 2009; 511211 oscor lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts were triggered due to low impedance on the svc coil and rv coil of the right ventricular (rv) defibrillation leads. The leads remain in use. No patient complications have been reported as a result of this event.